Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code w9932. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Date sent to the FDA: 06/03/2021. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was additional dissection required in other organs/tissues other than the target tissue? What is the patient¿s current status? Additional information was requested, and the following was obtained: please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Noted, shipped this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was additional dissection required in other organs/tissues other than the target tissue? What is the patient¿s current status? The product was not returned to for evaluation. Visual inspection was conducted on the two pictures received. Visual analysis of the two pictures received determined that a breakage needle at the swage area of product code w9932 could be observed. The second needle is used to compare the condition reported. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis.

Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that pull off suture needle occurred when sewing the perineum during lateral episiotomy and repair surgery. Radiology image was used to looking for and remove the needle. The surgery was delayed for about 20 minutes. The patient is stable now. No adverse patient consequences were reported. Additional information was requested.